Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure undetectable by ultrasound/ malposition of the device") and intra-abdominal haemorrhage ("severe abdominal bleeding (not menstrual)") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain and abdominal pain lower, intra-abdominal haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during and after sex with bleeding"), coital bleeding ("pain during and after sex with bleeding"), abdominal tenderness ("tender on left side") and abdominal distension ("swollen on left side"). The patient was treated with surgery (fallopian tubes and essure will be removed in (B)(6) 2017). At the time of the report, the device dislocation, intra-abdominal haemorrhage, dyspareunia, coital bleeding, abdominal tenderness and abdominal distension outcome was unknown. The reporter considered device dislocation, intra-abdominal haemorrhage, dyspareunia, coital bleeding, abdominal tenderness and abdominal distension to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: ultrasound scan result was essure undetectable. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure was undetectable by ultrasound and malposition of the device occurred (seen as dislocation). Also she presented severe abdominal bleeding (not menstrual). Fallopian tubes and essure will be removed. Both serious events due to medical importance. Dislocation is anticipated in the reference safety information for essure while other event is unanticipated. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. In the present case, essure was undetectable by ultrasound and malposition of the device was considered. Given the nature of the event, a causal relationship with essure cannot be excluded. Regarding the event, severe abdominal bleeding. Given the minimal amount of information provided, the event is currently not assessable. This case was regarded as incident, since surgical intervention will be required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure undetectable by ultrasound/ malposition of the device/ migration of essure device location of device: essure has not been located by ultrasound") and intra-abdominal haemorrhage ("severe abdominal bleeding (not menstrual)") in an adult female patient who had essure (batch no. 836499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nephrectomy in 1996, hydronephrosis, gallbladder operation, breast cancer and orthopedic procedure. Concurrent conditions included overweight, genital disorder female, spotting vaginal, uterine dilation and curettage, nephrectomy, dry skin, weight gain, irritability, memory impaired, dry throat, heat intolerance, menopause, dysphasia, hernia, gastroesophageal reflux, burning micturition, dizziness, vertigo, allergic reaction to antibiotics, drug allergy, hematuria, post coital pain, itching and burning sensation. Concomitant products included nuvaring for contraception as well as acetylsalicylic acid (baby aspirin). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infections"). In 2014, the patient experienced dyspareunia ("pain during and after sex with bleeding/ dysperunia (painful sexual intercourse) ") and abdominal distension ("swollen on left side / gastrointestinal or digestive system condition type: bloating "). In 2015, the patient experienced alopecia ("hair loss / since having essure placed I have experinced severe hair loss") and weight increased ("weight gain / loss specify which one: weight gain"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, intra-abdominal haemorrhage (seriousness criterion medically significant), coital bleeding ("pain during and after sex with bleeding"), abdominal tenderness ("tender on left side") and back pain ("pain since having essure had placed, I have pain in my lower back."). The patient was treated with surgery (fallopian tubes and essure scheduled to be removed in (B)(6) 2018). Essure treatment was not changed. At the time of the report, the device dislocation, intra-abdominal haemorrhage, dyspareunia, coital bleeding, abdominal tenderness, abdominal distension, urinary tract infection, alopecia, weight increased, back pain and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal tenderness, alopecia, back pain, coital bleeding, device dislocation, dyspareunia, fatigue, intra-abdominal haemorrhage, urinary tract infection and weight increased to be related to essure. The reporter commented: the device was deployed and then withdrawn with 3 coils visible from right tubal ostia. There were also 3 coils visible from the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: complete bilateral tubal occlusion. Ultrasound scan - on an unknown date: essure undetectable. X-ray - in 2011: total bilateral occlusion and was in correct place concerning the injuries reported in this case, the following one were reported via medical records confirming events pelvic pain, weight gain, urinary tract disorder, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure undetectable by ultrasound/ malposition of the device/ migration of essure device location of device: essure has not been located by ultrasound ") and intra-abdominal haemorrhage ("severe abdominal bleeding (not menstrual)") in a female patient who had essure (batch no. 836499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included acetylsalicylic acid (baby aspirin). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infections"). In 2014, the patient experienced dyspareunia ("pain during and after sex with bleeding/ dysperunia (painful sexual intercourse) ") and abdominal distension ("swollen on left side / gastrointestinal or digestive system condition type: bloating "). In 2015, the patient experienced alopecia ("hair loss / since having essure placed I have experinced severe hair loss") and weight increased ("weight gain / loss specify which one: weight gain"). In 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, intra-abdominal haemorrhage (seriousness criterion medically significant), coital bleeding ("pain during and after sex with bleeding"), abdominal tenderness ("tender on left side") and back pain ("pain since having essure had placed, I have pain in my lower back."). The patient was treated with surgery (fallopian tubes and essure will be removed in jan-2017). Essure treatment was not changed. At the time of the report, the device dislocation, intra-abdominal haemorrhage, dyspareunia, coital bleeding, abdominal tenderness, abdominal distension, urinary tract infection, alopecia, weight increased, back pain and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal tenderness, alopecia, back pain, coital bleeding, device dislocation, dyspareunia, fatigue, intra-abdominal haemorrhage, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Ultrasound scan - on an unknown date: essure undetectable x-ray - in 2011: total bilateral occlusion and was in correct place most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Events uti, alopecia, weight increased, back pain, fatigue are added. Lot number added. Lab data updated. Concomitant condition and drugs are added. Product , patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.